Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming, and the screen read "check for empty tubing or reservoir". The patient was instructed to acknowledge alarm and the pump powered off. They instructed patient to tap bottom of cassette on hard surface and power pump back on. Pump alarmed "remove and reattach cassette". The patient was instructed to close clamp on tubing, remove and reattach cassette. The alarm persisted. They powered the pump off, kept clamp closed, and removed cassette and reattached it. The pump powered back on, and the alarm persisted for remove and reattach cassette. This event occurred at patient's home and was operated by a health professional. There was patient involvement and no patient harm/adverse event reported.